Manufacturer narrative:
Complaint conclusion: it was reported that when a 6f 23cm brite tip sheath was taken out from its pouch, it was found that the tip of the sheath was frayed. Therefore, they changed to another brite tip sheath to successfully complete the procedure. There was no report of patient injury. The target lesion was unknown with an unknown rate of stenosis. The product was clinically used. Attempts to gather further information were unsuccessful. The product was not returned for analysis. Review of lot 17236661 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). (B)(6). The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.

Event description:
It was reported that when a 6f 23cm brite tip sheath was taken out from its pouch, it was found that the tip of the sheath was frayed. Therefore, they changed to another brite tip sheath to successfully complete the procedure. There was no report of patient injury. The target lesion was unknown, with an unknown rate of stenosis. The product was clinically used. The product will not be returned for analysis.